Event description:
It was reported that during a vena cava filter placement procedure via jugular vein, the filter allegedly got stuck in the introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular delivery system kits was returned for evaluation. Upon visual evaluation, material deformation was noted on the proximal end of the introducer sheath and sheath was noted to have perforation proximal to the hub. No functional testing performed due to the condition of the sample. Therefore, based on the sample evaluation, the investigation is inconclusive for the reported failure to advance issue as no objective evidence was provided. However, the investigation is determined to be confirmed for identified material split/cut/torn issue. A definitive root cause for the reported failure to advance and identified material split/cut/torn issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.